Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that he is allergic to micropore-paper tape 1x10yds w/dispenser. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).